Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose and flush drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify prime or fill and a33 alarm due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system and insulin squirting out during manual prime process. Customer stated insulin did not continue to drip after letting go of the act button. Customer stated the motor did not slow down nor did numbers ramp up on the screen. Customer stated drive support cap appears normal. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.